Manufacturer narrative:
One smiths medical cadd solis vip pump was returned for analysis in a good condition. During analysis, the customer's reported complaint regarding "works with ac adapter/does not turn on with battery" was confirmed. Unit runs on ac and on dc battery pack, but not on "aa" batteries. No visible signs of corrosion were noted, and the solder joints looked ok. Service will replace the main pcb to correct the reported problem. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that during testing, a smiths medical cadd solis vip pump was working with an ac adapter but did not turn on with battery. No patient was involved in this event and no adverse effects were reported.